Event description:
Customer called to report that the temp basal on the insulin pump is not working. Customer stated that the inuslin pump may have been exposed to moisture. Customer's blood glucose level was not included in the report. Product is not being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.